Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 3 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was inpatient with pulmonary issues. The patient had an elevated lactate dehydrogenase (ldh). A CT angiogram showed outflow graft obstruction. A log file review by a representative of the manufacturer¿s technical services revealed pump parameters that could have been indicative of less blood volume moving through the pump. Additional information was requested, but not provided.

Manufacturer narrative:
Additional information. Device evaluation: the report of an outflow graft obstruction could not be confirmed through this evaluation. A system controller log file submitted on 09jul2018 contained data from 01jul2018 - 09jul2018 and showed the pump operating at 9000 rpm with pump power, estimated flow, and average pi. The log file showed all three parameters trending downward over time; however, only a single transient low flow hazard alarm was captured associated with an estimated flow value of 2.4 lpm, which was just below the low flow alarm limit threshold of 2.5 lpm. Flow immediately recovered to values between 3-4.2 lpm following the low flow event. A second log file was submitted for review, which contained data from 10jul2018 ¿ 12jul2018 and showed the pump operating at 9000 rpm with pump power, estimated flow, and average pi ranging from 3.5-5 watts, 2.3-5 lpm (average of approximately 3.4 lpm), and 2.9-7.9, respectively. A total of sixteen scattered low flow hazard alarms were noted throughout the log associated with estimated flow values of 2.3-2.4 lpm. Pump power and estimated flow appeared to be trending overall steady throughout the duration of the log file. The pump speed remained above the low speed limit for the duration of both submitted log files. Following this event, the patient remained ongoing on (B)(4) until he underwent a pump exchange approximately 4 months later on (B)(6) 2018 due to an unrelated event (previously reported within MFR report #2916596-2018-05226). The device was returned and evaluated under that event. The sealed outflow graft was not returned; therefore, a potential graft obstruction could not be identified. Upon disassembly of the device, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. A correlation between the evaluation findings of the returned pump and the reported elevated lactate dehydrogenase (ldh) as well as the low flow events observed in the log files could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii lvas instruction for use lists hemolysis as an adverse event that may be associated with the heartmate ii left ventricular assist system. No further information was reported. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction.